Event description:
It was reported that during preparation for a convective radiofrequency water vapor thermal therapy procedure for the treatment of benign prostatic hyperplasia (bph), the device displayed a warning indicating the presence of air bubbles in the syringe. After inspection, neither the nursing staff nor the physician identified any bubbles, and the procedure continued. However, the device did not function as expected, producing visibly reduced steam output. The error message appeared two additional times during use. Due to the device anomaly, the procedure could not be completed. The patient's condition at the conclusion of the procedure was reported to be stable. This event is being reported for an aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
Upon further review it has been identified that this report is a duplicate report number: 2124215-2026-18863; therefore, any further updates and investigation associated with this event will be reported under: 2124215-2026-18863.

Event description:
It was reported that during preparation for a water vapor therapy procedure, the generator prompted a warning for presence of air bubbles on the syringe barrel and error code 210 (faulty delivery device thermocouple). The staff inspected the device(s), but no bubbles were found on the syringe barrel. In addition, it was also noted that the delivery device(s) exhibited reduced steam output. A total of twelve delivery device(s) were tried with the generator. Due to the generator error prompts and steam issues encountered during preparation, the physician did not continue with the procedure. The patient was reported to be in stable condition. This event is being reported for an aborted/cancelled procedure with a patient under sedation.